Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the stylet stuck in the lead. Helix is partially extended; there may also be some tissue in the area, unable to tell for sure, due to the blood/body fluid in the helix housing and in the neck region. Stretched conductor coils noted in the neck region. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil is fractured in the neck region at the tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the fourth time the physician tried to extend the helix of this right atrial (ra) lead, it would not extend. The physician took lead out of body and attempted to extend the helix, but was unsuccessful. It was suspected that the conductor fractured. The ra lead was removed and replaced. No adverse patient effects were reported.